Event description:
During initial implant placement, the surgeon reposition one variable screw during surgery. As a result screw thread shavings came off during the repositioning. The physician completely removed the screw and residual shavings, and successfully positioned a new screw, resulting in a 15 minute delay in surgery.

Manufacturer narrative:
A review of the device history record was completed. There were no nonconformances that could have contributed to this event. Review of the provided surgical instructions provide adequate instruction for installation.